Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the right ventricular lead integrity alert, and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead integrity alert (lia) warning for 2 or more high rate-ns episodes less than 220 ms and increased sic count on (B)(6) 2014. Lead impedance was 1121 ohms on (B)(6) 2014. Since (B)(6) 2014 sensing integrity counts went up to 1876 along with vt-ns and high rate -ns episodes and evidence of oversensing from (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increased short interval counts (sic) on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.